Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation. A lot history record review could not be performed, as the correct lot number could not be obtained. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the plastic portion of the jaw fell off inside the leg. A new kit was used to retrieve the piece through the original incision with no other pt effects reported. The lot number is unk. The product was discarded.